Manufacturer narrative:
D10: concomitants: 02-012-45-2525 - lgc tibial fit tray cem sz 2.5f / 2.5t 5634748; 02-020-11-0225 - truliant ps cem fem ps cem left sz 2.5 5849197; 201-78-97 - 2 pk, schanz pin, 3mm x 145mm 5741165; 204-34-04 - fluted stem extension 40l x 14 mm 5568567; 204-70-00 - tibial stem ext. Screw 5367447; a10012 - gps implant kit v2 8001018302. Pending investigation.

Event description:
As reported via legal documentation the patient had a left knee replacement on (B)(6) 2019. Approximately 4 years and 4 months after the initial procedure the patient had a left knee revision on (B)(6) 2023. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. Revision op report on (B)(6) 2023 diagnosis: left knee synovitis and polyethylene wear the patient was noted to have significant effusion. She had significant synovitis associated with polyethylene wear. The polyethylene was removed. It was noted to have pitting and delamination particularly in the medial compartment and post. There were multiple flakes on the polyethylene insert in the joint. These were removed. There was no evidence of any lysis or loosening of either the femoral or tibial components. These were left alone. The patient was awakened and taken to the recovery room in satisfactory condition. As directed by qa management: this legal complaint for polyethylene issues occurred in the us. The event did not occur in, nor is it reportable for australia, brazil, canada, eea/EU, japan, taiwan, or great britain, excluding northern ireland. Therefore, only the us reportability determination will be assessed.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Additionally, a contributing factor to the reported wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.